Event description:
Per a post-approval study complication report from the pt, she was implanted with bilateral smooth gel-filled mammary prostheses on (B)(6) 2008 during a breast augmentation procedure. Subsequently, the pt experienced bilateral ruptures and was diagnosed with lymphoma. No further info is available at this time.